Event description:
The unit is sold for one determination of total blood cholesterol. The unit has no controls. The only assurance of 97% accuracy as stated by the company is the company's word. The rptr questions how one can know if the test is accurate.